Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of : l5-s1 left herniated nucleus pulposus with left l5 nerve root impingement. Left lower extremity radiculopathy. Lumbago ; l5-s1 disc desiccation and narrowing. The patient underwent following procedure: a transforaminal lumbar interbody fusion with placement of peak interbody spacer l5-s1 for decompression of left l5 nerve root. Bilat l5-s1 pedicle screw posterior spinal instrumentation. L5-s1 posterior spinal fusion. Following implants were used: two pedicle screws 6.5 x 40mm ; two pedicle screws 6.5 x 45mm; two titanium rods; one interbody cage ; four locking screws ; one bone morphogenic protein ; 3ml graft putty ; 20ml graft matrix; per op-notes, "...one bmp sponge was placed in the cage . The cage was impacted into place in its position checked with ap and lateral intraoperative fluoroscopy. The position was determined to be good. Once cage was placed successfully, the left sided pedicle screws were placed in the pre-prepared holes.... Two bmp sponges , graft matrix , putty were placed . Once the bone grafting was complete , the 30mm rods were placed bilaterally.." The patient tolerated the procedure well. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.